Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the threaded part of compression wire broke in patient, everything was removed. Slight delay of surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.